Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; three knobs were missing and the lower case was broken. It was also found that the red display wire was pinched and the insulation was compromised. It was also found that the lower case was scratched. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing three knobs, and the bottom knob was broken out of the mount. The epg was returned for service. No patient complications have been reported as a result of this event.